Manufacturer narrative:
Additional information : the device was received for evaluation. A visual inspection was performed which revealed a kink in the tube after the chamber. The reported condition was verified. The cause the condition was due to an assembly issue during the manufacturing process. No functional testing was performed on this sample. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a vented paclitaxel set would not prime. It was further reported that the device was ¿kinked after chamber¿. This issue was identified during priming. There was no patient involvement. No additional information is available.